Manufacturer narrative:
Product event summary: instrument tracker recognition failure. Other relevant device(s) are: product ID: 9 733533, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the instrument tracker had a recognition failure and the procedure was completed using a back-up instrument tracker. No impact to patient and less than an hour of delay reported.